Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was a data gap on the g5 mobile app. No additional event or patient information is available. No product was provided for evaluation. Data was provided for investigation. The problem was confirmed. The root cause could not be determined post investigation.